Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set was in use for 4 days. The leakage was at the site. No further information available.